Event description:
It was reported to medtronic minimed that the customer received insulin flow block alarm, battery failed alarm, and reported rewind anomaly, keypad anomaly and cosmetic damage to the insulin pump. The customer was also reported sensor update alert and multiple calibration not accepted alert. The event involved product(s) mmt-7040a, mmt-242a, mmt-332a, mmt-1780kl. Troubleshooting was not performed, as the event insulin flow blocked alarm was resolved in the past. Troubleshooting was not performed for other customer allegations. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump rewinds properly. No loud noise during the rewind test. Pump received with normal operating currents. Pump accepts the test battery noted. All buttons functioning properly. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing or in the pump history noted. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly, multiple calibration or update anomaly noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Force sensor zero offset within specification (23.6 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, dented display window cover, cracked select button keypad overlay, pillowing keypad overlay, serial number label fading, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during the visual inspection. In summary, pump passed all required testing. Customer alleged was not confirmed for rejected new batteries, unresponsive buttons, slow rewind, loud during rewind, no delivery, multiple calibrations and took long to update. Cosmetic damage was confirmed at the case and display window cover. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.